Event description:
It was reported that the programmer had telemetry failure. Follow-up determined that the failure was on the programmer itself and not the radio frequency programmer head. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that there was telemetry failure and therefore the link electronic module was replaced and calibrated. Concomitant products: product ID 2067 radio frequency programmer head. (B)(4).

Event description:
It was reported that the programmer had telemetry failure. Follow-up determined that the failure was on the programmer itself and not the radio frequency programmer head. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID 2067 radio frequency programmer head. (B)(4).

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.